Event description:
A customer contacted beckman coulter inc. (Bec) that the immage immunochemistry system caught on fire. The customer indicated that the fire department was dispatched for this event. The laboratory personnel was evacuated and the sprinkler system did not engage. There were no reports of injury as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse cleaned the frame and removed the isolatran from the system. Fresh cuvettes were placed on the reaction wheel because of the extended down time of the instrument. The isolatran and associated components that were damaged by fire and/or smoke were replaced. Unit was reassembled and aligned. Qc was tested with no problems noted prior to returning the instrument into service. (B)(4).